Event description:
It was reported that during a laparoscopic nissen procedure, the electrode came loose from the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode broken off and missing; the ceramic cracked with sections are still bonded to the lower jaw and with the cable was cut off. This electrode portion may have broken off when the device was cleaned or packaged to be returned. The reported complaint was that the electrode became loose. As the cable was cut off, no functional testing could be performed. The active rod was inspected and evidence of the electrode weld was seen on the active rod.